Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) on the homechoice machine during drain 2. The home patient (hp) stated he disconnected and thought he did not reconnect in time. The baxter technical service representative (tsr) explained to the hp he may disconnect during dwell, but had to reconnect before dwell time ends. Therapy ended and the hp would start over with new supplies. The tsr advised the hp to inform the peritoneal dialysis registered nurse. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Event description:
It was reported by service report that during preventative maintenance a bent/loose power prong was discovered. No adverse consequences have been reported. No injury reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain 2 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated he disconnected and thought he did not reconnect in time. The batch review was not performed because the lot number is unknown. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).